Event description:
It was reported that the insulin pump was going to threshold suspend inappropriately. Customer stated that she had a lot of sensor fail. Customer's blood glucose was unknown. Customer declined to do troubleshooting due she was at work. Customer reported discrepancy on sensor and blood glucose readings, calibration error, change sensor, sensor error and meter blood glucose now. Customer requested for sensor replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.